Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral incisional hernia repair, when the hernia mesh was being fixated, there were difficulties with loading the reload onto the handle and navigating the lock and unlock button. Another unit was opened to complete the case. There was no patient injury.